Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported that on (B)(6) 2014, her blood glucose reached 351 mg/dl less than 48 hours after the pod was activated. The pod was worn on her abdomen and upon removal, she noticed the site looked infected. She went to her doctor who prescribed her antibiotics for her site infection.